Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he was unable to establish communication with the ipg using external devices. The patient stated he had not charged the ipg for approximately two months. Subsequently, surgical intervention was undertaken during which the ipg was explanted and replaced.